Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in patient use, the ventilator generated a severe occlusion alarm. The patient was suctioned but the severe occlusion alarm continued. The patient was removed from this unit and manually ventilated with an ambu bag and then placed on an alternate ventilator. The customer reported that he could not duplicate the severe occlusion alarm.